Event description:
Customer reported that false negative reactions were observed with a patient sample that resulted as type o in the forward grouping but resulted as type a in the reverse grouping. Testing was repeated with the same results. Per internal policy, the sample was sent to the reference lab for confirmation using tube method. The reference lab reported the sample to be group o, with no issues. Daily qc was acceptable. All listed products have been stored as per package inserts and appear normal before use. All other samples tested have resulted without issue.

Manufacturer narrative:
(B)(4), suspect medical device, lot #: additional architect reaction vessels (rv), list # 7c15-01, lot #70601p100, expiration: n/a. Upon further review, an additional suspect rv lot, 71601p100, was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
After standard lead placement and anchoring the lead cap accessory was attached to the proximal end of the lead prior to tunneling. When the grub screw was tightened, the block inside of the lead cap, which housed the grub screw, twisted off-center. Later, when the grub screw was loosened the internal block did not re-align and subsequently, there was difficulty removing the lead cap. After removal of the cap there appeared to be a wire protruding from the #3 contact and there was concern about the long-term consequences. The lead was not replaced and it was unclear if it remained implanted. There were no adverse events reported. Further info is being requested at this time.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
During laminectomy, the attachment became disassembled and a black substance was noticed on the attachment. There was no pt contact with the substance and nothing entered the surgical site. Back up equipment was used and the procedure was completed.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4), suspect medical device, lot #, other #: architect reaction vessel lot 70601p100, device MFR. Date: 11/10/08, expiration date: na. The correct other lot # was architect reaction vessel lot 70601p100. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated error code 1007, unable to process test, activated read failure has been occurring at a high frequency with reaction vessel lot 69527p100. No impact to patient management was reported.